Manufacturer narrative:
The product was returned to the manufacturer. As a result, the following updates were made as the initial report was for an unknown instruments product: (B)(4). Updated to include the product information. Corrected to indicate the product was returned to the manufacturer. Upon visual inspection, the auger was found to be broken near the collector chamber. The device was discarded by the manufacturer.

Event description:
It was reported that the device broke in half and left a piece in the patient. The surgeon was able to retrieve the piece and there was no patient harm. An x-ray confirmed no parts remained in the patient.

Event description:
It was reported that the device broke in half and left a piece in the patient. The surgeon was able to retrieve the piece and there was no patient harm. An x-ray confirmed no parts remained in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.